Event description:
Pt developed infection and the hemodialysis catheter was replaced.

Event description:
Pt developed infection and the hemodialysis catheter was replaced.

Event description:
Pt developed infection and the hemodialysis catheter was replaced.

Event description:
Pt with hemodialysis catheter was treated for sepsis.

Event description:
Pt with hemodialysis catheter was treated for sepsis

Event description:
Pt with hemodialysis catheter was treated for sepsis.